Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien was only authorized to upload the software and conduct the final testing.